Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case, to include the lead barrels, noted no irregularities; all dimensions were found to be within specifications. A mechanical inspection of the device was then performed. The setscrew was found to move normally and completely, in both clockwise and counter clockwise directions. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Next, an is-1 lead was tested on the device: the lead could be fully inserted into the lead barrel, with no abnormal difficulties noted during insertion. Analysis of the device memory showed no irregularities to contribute to the allegation from the field and confirmed that the device did not declare ert. The battery status of the device was indicative of a new product. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis was unable to confirm the reported allegation as all returned product testing demonstrated normal product operation.

Manufacturer narrative:
(B)(4). Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during implant, high out of range pacing impedances were exhibited once connected with this device. Prior to connection, all lead measurements were within normal ranges. The physician removed and reconnected the lead's terminal pin into the device's header port, however the issue appeared unresolved. As a result, the device was removed and another device selected for implant. The new device exhibited impedances measurements within normal ranges and the procedure was completed with no adverse patient effects reported. The attempted implant device is expected to be returned for a post-market analysis.